Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the customer to confirm that the procedure was completed with the same instrument. The damage was identified before sterilization. The instruments are always checked for damage before reprocessing. In addition, isi did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Advance failure analysis (afa) was further evaluated the fenestrated bipolar forceps instrument. The instrument was found to have the conductor wire broken within the bipolar yaw pulley, between the wire crimp on the grip and the silicon potting sealing the wire entrance to the yaw pulley. The wire was fully broken, and the conductor wires were exposed. The other end of the broken wire was found to still be attached within the yaw pulley, indicating that the break was not a result of a crimping failure. The instrument failed the electrical continuity test. The instrument has 5 remaining uses out of 14. The conductor wire insulation did not exhibit any damage. The conductor wire insulation did not exhibit any damage.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument insulation was torn. There was no report of patient involvement.

Manufacturer narrative:
The fenestrated bipolar forceps has not yet been returned to isi for evaluation. Therefore, the root cause of the customer reported failure mode cannot yet be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.